Manufacturer narrative:
The depth gauge for 2.0 mm and 2.4 mm screws (p/n 319.006, lot 9853457) was received with the needle component broken from the slider. The transverse fracture of the needle is located at the interface between the needle and slider. The distal portion of the needle was observed to be bent off-axis. No other issues were identified. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed for the depth gauge for 2.0 mm and 2.4 mm screws (p/n 319.006, lot 9853457) as the needle component was broken from the slider. The transverse fracture of the needle is located at the interface between the needle and slider. The distal portion of the needle was observed to be bent off-axis. No definitive root cause could be determined. It is possible that the device encountered unintended forces during device use, leading to bending and breakage. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 319.006, synthes lot # 9853457, supplier lot # na, release to warehouse date: 20 jul 2015. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Manufactured by synthes (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction and internal fixation clavicle the depth gauge was broken. There was no fragments generated from the broken device. There was no surgical delay. Procedure was successfully completed. There was no patient involvement. This report is for one (1) depth gauge for 2.0 mm and 2.4 mm screws. This is report 1 of 1 for (B)(4).